Event description:
Customer's family member called to report that patient was hospitalized for low bgs. It was stated patient changed their set at the school under nurse's supervision and pt was disconnected while priming. Troubleshooting was performed. Customer stated that the doctor felt the pump was malfunctioning and pt did not feel comfortable with the device. The alarm history revealed alarms occurred between the numerous reprogramming alarms.